Event description:
The customer reported a fetal death.

Manufacturer narrative:
The customer reported a fetal death. There is no indication of any device malfunction or any failure to perform as intended. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).